Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the wheel wobbles on the left side, one of the bolts that holds the wheel to the case of the motor has pulled out and will not tighten.